Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. The investigation has been completed based on current information. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaints are reviewed and monitored for adverse trends on a monthly basis. No adverse trends have been observed associated with the reported product and event. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of intraocular lens (iol) loading error. Additional information has been requested, received and stated the haptics did not load properly. There was no patient contact and the procedure was completed on the same day.